Event description:
Consumer reports after wearing heat patch for approx 9 hrs on lower back, blister developed. Contacted physician who prescribed ointment for treatment.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.